Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the mechanical thrombectomy procedure, the subject guidewire was broken into 2 fragments. Medical intervention was performed to extract the broken fragment but was unsuccessful and left inside the patient anatomy. The physician replaced it with a new device and continued the procedure. The procedure was completed successfully. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the mechanical thrombectomy procedure, the subject guidewire was broken into 2 fragments. Medical intervention was performed to extract the broken fragment but was unsuccessful and left inside the patient anatomy. The physician replaced it with a new device and continued the procedure. The procedure was completed successfully. No further information available.